Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the stylet was unable to be removed from the left ventricular (lv) lead. The physician elected to leave the stylet implanted with the lv lead. The patient experienced no consequences.